Event description:
Customer reported that during a treatment earlier the same day, there was an alarm #7 - blood leak after approx 175 ml whole blood processed. They could see a line of approx 2 cm on the centrifuge chamber wall. No blood was returned to the patient. Nurses cleaned the instrument, replaced the kit and restarted the treatment without problems. Service order ((B)(4)) was dispatched. The customer has agreed to return smart card and kit for investigation. Photo has already been received for analysis.

Manufacturer narrative:
The smart card data and photos were received for analysis. Review of the smart card data confirmed the reported occurrence of an alarm #7 - blood leak (centrifuge). Evaluation of the customer supplied photograph confirmed the reported blood leak in the centrifuge chamber. However, analysis of the photograph was unable to determine the root cause of the blood leak. Based on the analysis, no remedial actions will be conducted.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot d106. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break nor for alarm #7: blood leak? (Centrifuge chamber). However, corrective and preventive actions were initiated for drive tube leak/break. No corrective and preventive action has been initiated for alarm #7: blood leak? (Centrifuge chamber). Service order ((B)(4)) completed: service engineer cleaned and checked system after procedural kit leakages . Replaced recirculation pump head and performed system checkout procedure successfully. This assessment is based on the information available at the time of the investigation. The smartcard and kit associated with the complaint have not yet been received for investigation at the time of this report. Analysis of the photo is in progress. A supplemental report will be filed when the investigation is complete. (B)(4).